Manufacturer narrative:
The additional proglide device referenced is filed under a separate medwatch report number. Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that suture placement with two proglide devices were attempted in the left common femoral artery (lcfa) and right common femoral artery (rcfa) via 12fr and 16fr sheath using the preclose technique prior to an aortic prosthesis procedure. Reportedly, when the plunger was removed, no suture were attached to the needles with both proglide devices. An additional proglide device was used for successful suture placement using the preclose technique on the lcfa and rcfa. The sheath was upsized to greater than 8.5fr and the aortic prosthesis procedure was completed. Hemostasis was achieved in both the lcfa and rcfa using the pre-placed sutures from the additional proglide devices. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. Analysis was performed on the returned device. The reported cuff miss/ suture retrieval issue was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The sheath was upsized to 16f and only one proglide was used to achieve hemostasis. It should be noted that the proglide instructions for use, states that for arterial and venous sheath sizes greater than 8f, at least two devices and the pre-close technique are required. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.